Manufacturer narrative:
The device was received by depuy synthes power tools. During service the device condition of damaged locking components was observed in the pre-repair diagnostic. If additional information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Device received from USA for service. During servicing damaged locking components were observed. It is known that the device was being used in surgery but no patient or user injury occurred. It is unknown if a delay in the surgical procedure occurred as a result of the device issue. There is no additional information provided.